Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen. A technical support specialist found that the medapplication was unable to launch normally because the bluetooth adapter was enabled. The bluetooth adapter was disabled, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on a blue screen for the past 30 minutes due to a windows update. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.